Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe was frayed. This occurred with 7 syringes. The following information was provided by the initial reporter, translated from polish: ""I am forwarding a complaint from a patient - concerning 7 pieces of syringes ref: (B)(4) ; series: 2302059. Syringes damaged. Complaint submitted by patient's parent regarding frayed syringe tip.".

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A review of the device history was performed for lot 2302059, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Molding parameters were also reviewed and verified all to be within the validated process limits. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, no burrs or flashes on the threading or tip was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the flashes generated during the barrel molding process. A project has been initiated to reduce any reoccurrence of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe was frayed. This occurred with 7 syringes. The following information was provided by the initial reporter, translated from polish: "I am forwarding a complaint from a patient - concerning 7 pieces of syringes ref: 305959; series: 2302059. Syringes damaged. Complaint submitted by patient's parent regarding frayed syringe tip."